Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to the faulty internal battery. A field service engineer booted up the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black and unexpectedly shut down during a procedure with the patient on the table. The customer stated that the patient care was potentially affected, and nurses were able to get medication from a different station. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black and unexpectedly shut down during a procedure with the patient on the table. The customer stated that the patient care was potentially affected, and nurses were able to get medication from a different station. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information is documented in the following sections: d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen went black and unexpectedly shut down during a procedure. A field service engineer analyzed there was event ID 41 indicates faulty internal battery. The field service engineer booted up the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.